Manufacturer narrative:
Additional information provided noted that this lead was explanted and replaced and the patient was discharged with no further complications.

Manufacturer narrative:
As this lead remains implanted no analysis will be performed. Should additional information become available this event will be updated.

Manufacturer narrative:
Additional information received also noted that thresholds had increased.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. No additional intervention has been performed. No adverse patient effects were reported.